Event description:
Procedure type: ventral hernia repair. According to the reporter: the patient presented herself back to ER on (B)(6) 2012 with pain and on (B)(6) 2010 CT scan of pelvis revealed ileus and herniation with bowel loop through abdominal wall defect. Patient was sent to the operating room for surgery. Incision reopened only on left side to expose herniation. At this time surgeon noticed the tear at the base of the implant toward the pubis and notified rep. (B)(4) was explanted, placed in a container with saline and sent to pathology. Md placed a new (B)(4) in the same area. Bridge repair, several sutures placed in interrupted fashion as well as anchored to the iliac crest and pubis. Was the delay over 30 minutes: yes.

Manufacturer narrative:
(B)(4).